Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported via merlin.net that patient presented to clinic to address far r wave oversensing that resulted in inappropriate mode switch episodes. Technical services discussed extending blanking period and decreasing ventricular sensitivity. Clinician was concerned about inappropriate atrial blanking. Device remains implanted and planned to be monitored. Technical services discussed reprogramming further.